Event description:
Aseptic, proximal loosening of the stem (no positive results after punction, no accident). MFR ref # 3005180920-2015-00030.

Event description:
On (B)(6) 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On the same day, the report was sent to the initial reported and the case was closed. Ref MFR #3005180920-2015-00030.